Event description:
On 8/23/96 the ipp device was implanted. On 4/11/97 the connector was revised. On 8/22/97 the entire device was removed from the pt and replaced due to "fluid loss" - loose tubing at connector.